Event description:
A technician at the perry count hospital was removing the cap from a patient sample when the sample accidentally splashed into their eye. The technician was not wearing safety glasses. Sample contained lysis solution. Patient sample had been previously heated per the package insert for the affirm vpiii microbial identification test. The tech immediately rinsed the affected eye which appeared irritated after flushing. The tech was then sent to the ER to be evaluated. No further treatment was rendered. The physician conducted an exam and felt the flushing was sufficient. The technician reported that the affected eye appeared normal (no redness or irritation) the very next day. Additionally, the customer was sent an sds for the affirm vpiii microbial identification test.

Manufacturer narrative:
The affirm vpiii microbial identification test is a dna probe test intended for use in the detection and identification of candida species, gardnerella vaginalis and trichomonas vaginalis nucleic acid in vaginal fluid specimens from patients with symptoms of vaginitis/vaginosis. The affirm vpiii microbial identification test package insert indicates that reagents could ge irritating or caustic if allowed to come into contact with skin, eyes, or mucous membranes. It instructs users to wear protective clothing and safety classes. If contact is made with the ye, the package insert directed the user to flush eye with copious amounts of water. The safety data sheet (sds) indicates a health rating of 2 and is an irritant to both skin and eyes. The first aid section of the sds provides the following instructions: "after eye contact, rinse opened eye for several minutes under running water. If symptoms persist, consult a doctor". Bd quality investigated customer complaint and was unable to replicate sample splashing. Bd quality noted after lysis addition, the sample volume is low (-400ul). Sample cap removal was conducted under multiple scenarios including the use of excessive force and no splash was produced. Bd quality completed a review of past complaints for this product and found no trend for this issue but will continue to monitor for trends.